Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the knee arthroscopy went well and lasted approximately twenty minutes. At the end, while starting the stupe (bandage), the surgeon notice that the patient had a five centimeter burn at the inner surface of the tibia. The surgeon added that he often uses this device and never had a problem before.

Event description:
It was reported that the knee arthroscopy went well and lasted approximately twenty minutes. At the end, while starting the stupe (bandage), the surgeon noticed that the patient had a five centimeter burn at the inner surface of the tibia. The surgeon added that he often uses this device and never had a problem before.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record could not be reviewed since the lot number was not provided. The most probable root causes for (heat- excessive heat delivered to body) can be associated, but are not limited to: (1) user negligence: suction not connected with pinch clamp left open which allows hot fluid to leak out of the suction tube (2) user error: incorrect fluid management and/or probe clogged. According to the additional information provided and the pictures, the burn observed is not closed to the surgical area. The serfas energy probe was used in the patient¿s knee through a small arthroscopic incision. The burn observed is far away from the surgical incisions, at the inner surface of the tibia. In addition, it was observed that the burn is approximately 5 mm in diameter, which indicates that a bigger object and/or heated substance was in contact with the inner tibia area at some point during surgery which caused the reported burn. In case the burn may have been caused by overheated irrigation fluid coming out of the surgical area, then the observed burn should have been closer to the surgical area and/or connected to it. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.